Event description:
Updated summary: customer reported small scratches on pump screen/display that resulted in his not being able to read the information and a low blood glucose value. There was no crack on the display window. Customer said there was no physical damage to the retainer ring. Customer also reported that the label on the back of the pump was worn off. No treatment was mentioned for the low. Troubleshooting was done for the damage and the labeling but declined for the low. Pump was used within 48 hours of the low. It was unknown if smartguard was used. Pump was returned for analysis.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 270 to 260 which was not included in the initial report. So, the correct patient weight as per new additional information is 260 which is updated in section a4. The p-cap/sc1-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, scratched case, cracked keypad overlay, partially broken retainer, pillowing keypad overlay, keypad overlay texture damage, serial number label missing. Customer returned pump for alleged cosmetic damage located at the serial number label. For additional information regarding the tests performed refer to (B)(4) ¿ appendix e medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported that the display window of the pump was cracked and it was hard to read the pump label, which was damaged or missing. The label at the back of the back was already worn off. The event involved product(s) mmt-1884l, mmt-342, and mmt-441a. Troubleshooting was performed and additionally, the customer mentioned that the damage was affecting the pump's functionality. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue using the insulin pump. Mmt-1884l was requested and the customer's response was that the device will be returned. No product return is required for mmt-342. No product return is required for mmt-441a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.